Event description:
Discordant glucose results were obtained on an advia 1800 for one pt. An initial result was reported to the health care provider. The pt was given insulin. Subsequently, the tech suspected a problem with the instrument based on an out of range qc run. The sample was rerun when qc was in range and a corrected report was issued. The status of the pt is unk.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate, the discordant glucose results were caused by a problem with the sampling and reagent wash pump (srwp). The fse replaced the srwp. The instrument is performing within specifications. No further eval of the device is required. (B)(4).